Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.

Event description:
Per maude event report form #(B)(4), advising that during an unknown procedure; the scrub tech noted that the pad had melted off of the tip, rendering the device unusable. The procedure was completed using same like device. There were no adverse patient consequences reported. The device will not be returned.